Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump suspended delivery due to sensor glucose verses blood glucose readings. The sensor glucose and blood glucose readings were outside of the 20% window. Prior to the suspend event, the customer had received several requests to calibrate, then received a change sensor alert. The sensor will not be returned for analysis.